Event description:
During the regular follow-up check on (B)(6) 2022, noise was observed in isoline 2ct6 lead. Noise has been observed for some time, but it has been followed up. Since noise was confirmed at the time of this check, it was decided to replace and add the new lead at another hospital. A re-intervention will be scheduled after the hospital is decided. There are no other symptoms such as impedance, but since it was a lead that was subject to recall, it is unknown whether it is the cause.